Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported he received a higher reading via adc freestyle libre sensor scan when comparing to a reading obtained on a healthcare professional meter. Customer reported a sensor scan result of 70 mg/dl and experiencing unspecified symptoms of hypoglycemia and a loss of consciousness. Customer had contact with a healthcare professional who obtained a reading of 30 mg/dl on their meter, diagnosed the customer with hypoglycemia, and treated him with glucagon and oral glucose. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Additional information: (device mfg date) has been updated. Visual inspection has been performed on the returned sensor patch and no issues were observed. Visual inspection of the sensor plug assembly was performed and no observations were observed. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (normal termination). Sensor inserted into the sim-vivo test fixture. Sensor was reprogrammed and applied current to perform linearity testing. All results were within specification. No product deficiency was identified.

Event description:
Customer reported he received a higher reading via adc freestyle libre sensor scan when comparing to a reading obtained on a healthcare professional meter. Customer reported a sensor scan result of 70 mg/dl and experiencing unspecified symptoms of hypoglycemia and a loss of consciousness. Customer had contact with a healthcare professional who obtained a reading of 30 mg/dl on their meter, diagnosed the customer with hypoglycemia, and treated him with glucagon and oral glucose. There was no report of death or permanent impairment associated with this event.